Event description:
It was reported that the pacing threshold had increased and sensing had diminished on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).